Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, and severely scratched display window noted. The test reservoir did not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that a small plastic piece where the reservoir is inserted in the insulin pump was missing. The reservoir did not feel as secure as it used to. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.